Event description:
It was reported that the patient received two inappropriate shocks from the subcutaneous implantable cardioverter defibrillator (s-ICD) six hours after implant. Review found three additional untreated episodes. All episodes were stored due to baseline shifting and oversensing of noise. The patient was brought in for testing and it was found that during rotation of the upper body to the left the r-wave amplitude decreases. The patient was hospitalized and therapy on the s-ICD was deactivated. Boston scientific technical services (ts) was consulted to review the data. Upon review, ts noted that the noise could be due to under insertion of the electrode, however the hypothesis would need to be confirmed via x-rays. The x-rays that were provided did not showcase the connection between the electrode and device. Ts suggested a high definition perpendicular x-ray. Ts further discussed other potential causes including possible air entrapment and suggested additional x-ray images to assess for this hypothesis. Ts discussed programming and troubleshooting options. The s-ICD and electrode remain in service and no adverse patient effects were reported. Additional information was received that another procedure was performed where x-rays were taken and it was determined the connection between the electrode and s-ICD were not secure. The electrode was reconnected to the device and therapy was programmed back on. No additional adverse patient effects were reported. The s-ICD and electrode remain in service.